Manufacturer narrative:
Details of complaint: the customer reported that one of the display screens on the central nurse's station (cns) was black while monitoring patients. No patient harm or injury was reported. Investigation summary: although, there is harm posed by this issue, this issue could easily be detected by the user. The display monitor would become blank which would inform the user of the issue. The blank screen could be easily detected by the user who could perform the necessary monitoring adjustments to mitigate the issue. Furthermore, real-time patient monitoring remains intact on the bedside monitor/transmitter and can still alert clinicians of changes to vital signs and heart rhythm. The customer was able to resolve the issue by re-seating the cable on the affected display monitor. Based on the available information, a definitive root cause could not be identified at this time. However, it is possible that the cables for the display monitor were not securely connected, which may have caused the issue.

Event description:
The customer reported that one of the display screens on the central nurse's station (cns) was black while monitoring patients. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) screen is black on one monitor. This occurred during regular patient use. No harm or injury was reported.